Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this type of event have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the combined initial and final report.

Event description:
Procedure performed: lap salpingoophorectomy. Event description: half way through the procedure, the surgeon inserted the ctf33 but noticed the tip of the obturator had split. This in return dropped a small piece of the plastic from the trocar inside the patient. Surgeon did retrieve the piece from the patient. The nurse did note, it was a tough tissue and needed extra force to insert. Unfortunately the product wasn't isolated for return. Patient status: "did a patient injury or illness occur associated with the complaint event? No".